Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or bent cannula or to determine the root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not move forward, and the cannula did not insert into the skin, this indicates a needle mechanism failure. The cannula was visible and bent when the removed from the skin. The pod was not worn. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.